Manufacturer narrative:
Additional information received reported the patient was in a coma prior to the implant of the device. According to the report, there was no allegation a device related issue caused or contributed to the patient¿s coma. It was stated the patient¿s symptoms did not resolve with the pressure level being adjusted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Event and implant dates are approximationsa good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device in (B)(6) 2016 and was reportedly still in a coma. According to the report, there was a request to adjust the pressure of the device.